Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, after the successful first firing, the surgeon attempted it to perform the second firing, however, the clip was no longer formed properly. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.